Manufacturer narrative:
Information within the report is insufficinet to determine if incident has already been filed in an MDR. In addition, this report does not contain information to allow for any additional investigation to be performed as the following are not known: location of incident, catalog number and lot number of device involved.

Event description:
During surgical procedure: lumbar decompression with fusion and instrumentation, while inserting spinal cage implant, a piece from the implant holder, the titan spine cage inserter, sheared off and embedded itself into the implant. The implant was properly placed so the sheared off piece stayed in the implant with no harm to the pt.

Manufacturer narrative:
Attached report (B)(4) was received. Information within the report is insufficient to determine if incident has already been filed in an MDR. In addition, this report does not contain information to allow for any additional investigation to be performed as the following are not known: location of incident. (B)(4).

Event description:
During surgical procedure: lumbar decompression with fusion and instrumentation, while inserting spinal cage implant, a piece from the implant holder, the titan spine cage inserter, sheared off and embedded itself into the implant. The implant was properly placed so the sheared off piece stayed in the implant with no harm to the pt.